Event description:
Medical staff reporting a rupture of the right device discovered during monitoring exams. At explant device is found ruptured with silicon diffusion.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone diffusion.

Event description:
Medical staff reporting a rupture of the right device discovered during monitoring exams. At explant device is found ruptured with silicon diffusion.